Event description:
The coronary artery bypass graft (CABG) case was completed, and upon removal of drapes, the patient went into asystole. Chest compressions were initiated. The surgeon was called back to the or and re-opened the chest. The pacing wires were noted to be non-functional and the crimped portion of the pin was separated from the actual wire. The surgeon checked placement of the wires on the heart, and they were fine. Where the crimps were separated from the wire, these were connected to the pacing cable and the issue was resolved. According to the physician, it is possible the needles were not crimped properly. There was no ill-effect to the patient, per the cardiac surgeon. The patient tolerated the entire procedure satisfactorily and left the operating room in stable condition. The patient was discharged in stable condition, no effect from the event in the or.